Manufacturer narrative:
The software investigation found that they were unable to determine the probable caused of the issue and if it related to the software. The investigation of the logs was found to be inconclusive and did not capture the root-cause/source of the noise. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that when the site attempted to take a 3d spin, the gantry went about 1-4 of the way through the spin, then made a "cracking" noise and stopped. The site held the button for an additional 20 seconds to see if it would continue the spin, but did not. The site rotated the gantry through its full movement range, and it moved with no difficulty. They took another spin and were able to complete the spin with a nav tag. Navigation and imaging was aborted after images would not cross to the s8. No impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The gantry was immediately opened and checked for foreign body or something lodged and nothing was found. The gantry was closed and tested manually pressing the gantry button to go around 360 degree and found no errors. After installing new software and hard drive on the navigation system all images transferred properly. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that when the site attempted to take a 3d spin, the gantry went about 1-4 of the way through the spin, then made a "cracking" noise and stopped. The site held the button for an additional 20 seconds to see if it would continue the spin, but did not. The site rotated the gantry through its full movement range, and it moved with no difficulty. They took another spin and were able to complete the spin with a nav tag. Navigation and imaging was aborted after images would not cross to the s8. No impact on patient outcome.

Manufacturer narrative:
Update to event description. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that when the site attempted to take a 3d spin, the gantry went about 1-4 of the way through the spin, then made a "cracking" noise and stopped. The site held the button for an additional 20 seconds to see if it would continue the spin, but did not. The site rotated the gantry through its full movement range, and it moved with no difficulty. They took another spin and were able to complete the spin with a nav tag. Navigation and imaging was aborted after images would not cross to the s8. No impact on patient outcome. There was less than an hour delay in the procedure.